Event description:
The physician intended to use a 2.5 mm diameter x 20 mm length sprinter legend rapid exchange (rx) balloon dilatation catheter to pre-dilate a lesion in a patient. The target lesion exhibited moderate tortuosity and 80% stenosis. The balloon was gradually inflated for several seconds. A rapid pressure drop was noted on the inflation device and a balloon burst was reported to have occurred at 2 atms. No abnormalities were noted during device inspection or the performance of negative preparation prior to use. A 2.5 mm other brand balloon was then used to treat the target lesion. Patient outcome was reported as ok and no clinical sequelae were reported. Evaluation summary: there were numerous kinks evident along the distal shaft. The guidewire entry port was partially ripped. There was a longitudinal tear along the working length of the balloon up to the distal balloon shaft.

Manufacturer narrative:
Results: device was inspected and prepared prior to use with no issues noted. Root cause of balloon burst cannot be determined based on information received. Conclusions: device was inspected and prepared prior to use with no issues noted. Root cause of balloon burst cannot be determined based on information received. (B)(4).